Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal 2000 mcg/ml (875 mcg/day) intrathecal therapy via an implanted pump. The lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. The patient's medical history and concomitant medications were unknown. The patient had overdose symptoms of tiredness, diaphoretic, loose, and low respirations of 7-11 breaths per minute. On (B)(6) 2016 respirations were 4 to 6, patient was loose. O2 saturation (sats) were good at 98-99% but the patient had apneic episodes. There had been no medication changes since november. The last refill was on (B)(6) 2016 with no changes to the drug concentration. This was confirmed with the pharmacy. The physiatrist decreased the dose from 1200 mcg/day and was currently at 875 mcg, and decreasing by 8% every 2 days over the last week starting on (B)(6) 2016. The patient was also taking tizanidine and senekot at the time of the event. The tizanidine was cut in half around the same time as the pump dose changes. The timing of the senekot was changed. The hcp would confirm temperature exposures the patient had with physical therapy (pt) as the patient takes hot tubs at a temperature of about 106 degrees. According to the chart from the implant manual, this could increase the flow rate by about 5%. It was reviewed 102 degrees for hot tubs. This morning when the hcp saw the patient following their hot tub, the patient had decreased respirations, was diaphoretic, and very loose. This afternoon the patient was awake and alert. It was discussed to confirm reservoir volumes and catheter tip location, and things that could increase flow rate (temperature, altitude). The reporter planned on reviewing the temperature recommendations with the patient and monitoring the patient going forward. The hcp indicated they would follow up with the primary physician. A routine pump replacement was scheduled for next week soon because of elective replacement indicator (eri) as well. Additional follow-up was requested for other medications the patient was taking at the time of the event, pertinent medical history, diagnostics performed, the cause of the change in therapy/overdose symptoms, and if the issue been resolved. If additional information is received, a follow up report will be sent.